Event description:
The customer reported that the "blue connector came apart (tubing broke) when flicked to get some air bubbles out." This resulted in chemo spilled on the nurse and the patient. There was no report of patient harm or medical intervention. No further patient/event information was provided.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.